Event description:
It was reported that the handpiece overheats. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, rotor, and bearings, which were each replaced along with the driveshaft and spindle housing. Service will repair and return the device to the customer.